Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j28057, h11i25013 and h11h20016. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced seizures. On (B)(6) 2012, the patient was hospitalized for that event. On an unreported date while hospitalized, the patient experienced peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged. On an unknown date, the patient was placed on hemodialysis. The patient recovered from the event of peritonitis. Outcome for the event of seizures was not reported.